Manufacturer narrative:
Subject device not returned.

Event description:
The patient called to report that during her procedure, the guidewire broke and a portion of the guidewire remains in the brain. The patient would not provide any further details.